Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report both additional and corrected information to 0002023141 - 2023 - 01163. The corrected information is that device code h6 was previously incorrectly reported as 3026 - unintended movement. The correct device code in h6 should be only 1260 - fracture. The following sections are being reported: h2: if follow-up, what type. H6: device code(s) is corrected. H10: additional narratives/data. Multiple MDR reports are filed for this event. See 0002023141 -2023 - 01178.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, some damage around the drive feature and external threads likely from the removal process. The implant was observed fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). . G4: additional 510(k) number is k101880.

Event description:
It was reported that loose crown that fractured implant and the implant had to be removed. Tooth site # 30 (universal).